Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine cables, cine hard disk drive, backplane and cine bridge pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No pt injury or user injury was reported related to this event.